Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cored was severely damaged. It was noted that the cord was ripped and pulled, which exposed the metal braided shield and wires. Therefore, the reported condition was confirmed. It was determined that this was indicative of getting the cord caught on something while being plugged into the console device. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine inspection, it was observed that there were wires exposed on the electric pen drive device. This event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date of return has been updated from july 1, 2015 to july 10, 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.